Manufacturer narrative:
Good faith effort attempts were made to try and retrieve the device status, but it was unable to be obtained. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. This product is not approved in the united states, however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Event description:
It was reported that the patient experienced a pericardial effusion. In relation to a pulse field ablation (pfa) procedure using a farawave catheter the patient experienced a pericardial effusion. It is unknown if the effusion occurred during or post procedure, and it is unknown if any medical intervention was performed. The current condition of the patient was unknown. It is unknown if the catheter will be returned for analysis.